Event description:
It was reported that procedure was cancelled. A rotapro console was selected for use. During preparation, it was noted that the screen did not display, and the procedure was cancelled due to this event. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.